Event description:
Device was returned for an unknown reason. During service, technician found jacobs chuck encountered a blockage possibly generated by an internal breakage of one of the clamping jaws. This is report 1 of 1 for complaint#(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the jacobs chuck encountered a blockage. A replacement was sent to the customer on (B)(4) 2012. Placeholder.